Manufacturer narrative:
This report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation of ankle on october 02, 2018. While using the variable angle locking compression plate (va-lcp) lateral distal fibula plate, the surgeon was unable to successfully lock the three most distal, posterior holes in the plate. The appropriate drill bit, drill guide and screwdriver and technique was used. This caused unspecified surgical delay while trying to lock the screws, remove the screws, re-insert and try different screws (2.7mm metaphyseal). The distal anterior screws locked, and the surgeon did not want to remove the plate as fracture reduction was achieved and more harm could possibly follow for removing it and trying a different plate. Patient and surgical outcome was unknown. Concomitant device reported: drill bit (part/lot number unknown, quantity 1), drill guide (part/lot number unknown, quantity 1), screwdriver (part/lot number unknown, quantity 1), distal anterior screws (part/lot number unknown, quantity unknown). This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).